Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Correction - h11: conclusion statement. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.